Event description:
Reporter alleged she obtained discrepant back to back glucose results of 393 mg/dl, 274 mg/dl, 176 mg/dl, and 69 mg/dl on the compact system when testing was performed within 4 minutes. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.